Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), as well as a p-wave amplitude measurement issue. The analyst noted that the atrial sic counts since (B)(6) 2015 are 21535, indicating atrial oversensing. Additionally, the minimum p wave amplitude is diminished at less that 1 mv with diminished sensing. Concomitant medical devices: d154awg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on atrial tachycardia (at)/atrial fibrillation (af) episodes and small p waves. A possible fracture was suspected. Also, the implantable cardioverter defibrillator (ICD) was at end of service (eos) due to a charge circuit timeout. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.